Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's yaw pulley exhibited thermal damage. In additional, failure analysis investigation observation that the instrument's conductor wire had damaged insulation. The instrument conductor wire had a stripped insulation at the distal clevis. As a result, the surrounding grip exhibited signs of arcing. Failure analysis concluded that damage was likely due to mishandling.. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's yaw pulley found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the permanent cautery hook instrument had a cracked yellow piece at the tip and the wire was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.